Manufacturer narrative:
Execution of fmi (B)(4) by a gehc field engineer revealed a safety key was missing. The fe repaired the system and returned it to customer use. Investigation and risk assessment have concluded that the system was missing a key prior to shipment. The keyhole had loctite residue, indicating the key was dislodged during the manufacturing process. Gehc has implemented corrective actions (including updates to the manufacturing process, gear replacement process) to address root causes and prevent recurrence.

Manufacturer narrative:
UDI : (B)(4). Legal manufacturer: (B)(4). Ge healthcare (gehc) reported recall c/r# = 9613299-01/03/23-001-c per 21 cfr 806 on (B)(6) 2023 due to an internal finding indicating that the safety key for certain nm devices may not have been correctly implemented. As part of this recall, this system was inspected, corrected, and returned back to clinical use. Device evaluation anticipated, but not yet begun.

Event description:
As a result of an inspection that was completed as part of correction and removal initiated by ge healthcare (gehc) (recall fmi 40901), this unit was identified as missing the safety key. There was no patient injury.